Event description:
It was reported that the instrument wouldn't connect to the handpiece during a laparoscopic assisted vaginal hysterectomy. A second handpiece was tried with the same instrument, the attachment was successful and the case was completed with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was functional, there were no assembly or disassembly issues noted. During testing the phase margin value was recorded out of specification; however, an out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. In addition, the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿evidence of moisture¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.